Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and tortuous left superficial femoral artery (sfa). The 5.0mm x 100mm sterling over-the-wire balloon dilatation catheter was advanced to the lesion and inflated to 6atms; however the dilatation was not significant. Upon the second inflation at 10atms, contrast media leakage was noted. The balloon was removed intact without incident and a pinhole was noted upon visual examination of the balloon. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)